Event description:
It was reported that in the pci it was noted that there were insertion difficulties noted prior to the field safety alert (fsa) report. There was a delay in therapy. There were no pt death, injuries or complications. Medical/surgical intervention was not required. The pt outcome was listed as fine. They are now using the teflon sheath since the fsa was distributed. Add'l info received from the distributor on 11/9/2010 stated that there was no harm due to the insertion, as well as the post operative care of the pt. In the event the super arrow-flex (saf) sheath and intra-aortic balloon (iab) were removed and a new one re-inserted.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.